Event description:
It was reported by the patient's father that their generator battery had 11-25% capacity remaining and that the patient had experienced an increase in seizures. Multiple attempts were made to obtain additional information from the patient's neurologist; however, no further relevant information has been received to date.

Event description:
It was reported by the patient's nurse practitioner that the patient's increase in seizures was related to the low battery of the vns generator. It was also reported that the increased seizure rate was not worse than pre-vns baseline seizure rate and that there were no external factors contributing to the increase in seizures. No further relevant information has been received to date.

Event description:
The patient's generator was replaced prophylactically. Historically, the explant facility discards explanted products following surgery and therefore, product return is not expected to date. No further relevant information has been received to date.